Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the surface of a 350cc mentor memorygel breast was found to be scratched. There was no adverse event or patient involvement reported.

Manufacturer narrative:
On january 19, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage, scratches or anomalies were observed on the smooth mod + prof xtra 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturers reference number: (B)(4).

Manufacturer narrative:
Additional information: on january 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: after secondary review of this file performed on february 10, 2021, it was decided to remove medical device problem code defective device (a0203) and add code material deformation (a0406) to more accurately capture the reported event. On february 10, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 350cc breast implant was found to have scratches marks on the posterior view. Upon visual evaluation of the image provided in the complaint, the breast implant was found to have scratches marks on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. According to manufacturing investigation, these marks are considered cosmetic defects that will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the breast implant was found to have scratches marks on the posterior view. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).